Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 144, 180 and 159 mg/dl. Tests were done within 10 minutes. Pt using expired strips and cleans meter and finger with alcohol. Pt did not experience any adverse events. No further info has been reported.